Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2019 with the following findings: on investigation, the keypad was intact and without damage. On testing, all keypad buttons demonstrated normal response. There was no damage, defect or contamination of the button contacts. Investigation did not duplicate the unresponsive keypad complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the pump had been immersed in water during swimming and now the keypad buttons do not work. The reporter denied seeing moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.